Event description:
The operator of an advia centaur xp analyzer was performing routine work when the top cover of the analyzer fell down and came in contact with her head. The operator of the instrument did not require medical intervention, or require any medical treatment.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the instrument, specifically the top cover. The fse verified that the cause for the instrument top cover to come in contact with the operator's head was due to a defective top cover gas strut. The fse replaced the top cover gas strut and verified the top cover functionality. The instrument is performing within specification and no further evaluation of the device is required.